Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual correction injection to address bg. Technical support assisted the customer by providing instructions to reset the pump, and after resetting, the malfunction did not recur.